Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked and the right plunger case was cracked. A review of the event history log identified plunger not in place alarm in history. During functional testing the reported issue was duplicated during the flow test. The timing plates in the plunger head were not set properly by the customer during device reassembly. The root cause of the problem was caused by the customer's incorrect assembly of the device. Re-set timing plates in the plunger head.

Event description:
It was reported that the pump was not recognizing the syringe size and there was damage to the case. No patient injury was reported.